Event description:
A patient (age and gender unkown) a therapeutic colonoscopy procedure for diagnosis and treatment. The resolution clip device failed to open when attempting to deploy in the ascending colon. The same issue occurred on one previous and one subsequent attempt to utilize the resolution clip (please note associated medwatch reports 6000048-2006-00117 and 6000048-2006-00119; attached). The procedure was successfully completed with another of the same device. There were no reported complications or ill effects sustained by the patient as a result of the deployment issue. The patient condition is noted to be fine.